Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after suffering a fall. X-rays confirmed the lead has migrated out of the epidural space. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's lead was replaced with a new one. The patient is now receiving effective stimulation coverage.